Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Additional information received indicated that the physician did not alleged that the infection was related to any abbott device or abbott procedures.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital with a septic infection and was experiencing respiratory distress and hemoptysis. The physician explanted and replaced the entire implantable cardioverter defibrillator (ICD) system due to the infection. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
Device was returned due to infection. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.